Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery output was measured. The high voltage printed circuit board was checked. The interconnect cable and c-arm connector pin were checked. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system was getting a high milliamp warning. No pt injury was reported.